Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic hemorrhoid ligation procedure performed on (B)(6) 2023. During the procedure, the second and third bands could not be completely deployed. When the procedure was nearly completed, the device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.